Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective coverage for their pain areas due to both leads migrated following a fall. Surgical intervention was undertaken on (B)(6) 2025 during which both leads were repositioned. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.